Event description:
It was reported the customer had inaccurate readings with their sensor. Customer stated their sensor glucose would read 300 mg/dl and their blood glucose would be 70 mg/dl. Customer also reported receiving lost sensor, sensor error and calibration error alarms with their sensor. It was also found the customer had no delivery alarms. Customer stated they were able to resolve the alarm by changing their infusion set. The customer stated the alarm would occur during bolus deliveries. Customer declined to troubleshoot at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.